Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Fse confirmed the error via the error log and was able to reproduce it. Inspection of the device noted the turntable home flag was bent, causing it to hit the turntable home sensor. Fse straightened the turntable home flag and checked for unimpeded travel through the sensor. Next, fse tested the device by homing the turntable several times and by feeding the turn table 1 step at a time. Fse was subsequently able to run quality control (qc) without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 12nov2017 through aware date 12dec2018. There were no similar complaints identified during the search period. The aia-360 operator's manual under chapter 7- error messages was reviewed. 4004 turntable slip the aia-360 operator's manual indicates that the 4004 turn table slip error message is generated when the turntable motor slipping is detected. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. Should the system continue to leak, contact the nearest tosoh service counter. The most probable cause of the reported event was due to the turntable home sensor flag being bent.

Event description:
It was reported that the customer received constant "4004 turntable slip" errors on their aia-360 analyzer. Technical support had the customer verify there were no sample tubes in the carousel. The customer stated that they were able to see the carousel try to "rise" up as it attempted to turn. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for cardiac troponin-I 2nd generation (ctnl2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.